Manufacturer narrative:
The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully with a diagnostic test system.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed the occlusion error message from (B)(6) 2018. At 12:00 p.m. On (B)(6) 2018, the patient's blood glucose result was "over 500 mg/dl". The patient was transported to the hospital via ambulance. The blood glucose results at the hospital were not provided. The patient was treated with insulin via infusion. The patient was in the hospital from 4:40 p.m. To 7:00 p.m. On (B)(6) 2018. The infusion device was requested to be returned for product evaluation.